Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly patient was revised due to infection. The liner was not replaced, simply washed out only. (B)(6).